Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode while at work. The patient contacted a boston scientific company representative for assistance with completing a remote interrogation. A successful remote interrogation was performed and the patient was referred to the physician. No additional adverse patient effects were reported. This product remains in service.